Event description:
See MFR# 9614453-2012-00042. It was reported that the patient was hospitalized due to extreme anxiety and pyrosis after device replacement. The patient also experienced nausea. The severity was noted as severe. The physician tried to reprogram the device during 2 unscheduled visits, but it was not immediately effective. The patient was "anxious to be anxious" and requested to be hospitalized to optimize the parameters. The device was reprogrammed on a daily basis in the hospital. The patient left the hospital on (B)(6) 2012 feeling better and able to resume his studies. It was noted that the event was definitely related to programming/stimulation of the device, possibly related to the device and not related to the procedure.

Event description:
Additional information was received that reported the event was resolved without sequelae on 2012-(B)(6). It was also noted that reprogramming was performed on 2012-(B)(6).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).